Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2015, the patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. A review of the downloaded data log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An internal inspection was performed and the inspection passed. The reported event of an intermittent antenna icon was not confirmed. A root cause could not be determined.